Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician reported that during routine testing of the device at the service center, damaged insulation was found on the arterial blood parameter monitor. There was no pt involvement.